Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No additional information has been reported to allergan regarding the serial number of the device. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged leak in a lap-band device. The band 'spontaneously leaked at the balloon." The surgeon does not know what caused the device to leak and has not scheduled surgery to replace the device at this time. The leak was first noticed with the pt "seemed to have no restriction". A radiologist performed a dye test and a CT scan was performed and "a leak was found". The pt was noted to be "losing 1cc a day."